Event description:
On january 6, 2007, the lay user/pt contacted lifescan alleging that her one touch surestep enhanced meter was reading inaccurately high. The senior medical affairs specialist listened to the recorded call to obtain clarification. According to the meter memory, the pt had obtained a result of 166 mg/dl. However, the pt claimed that she obtained a 166 mg/dl the next day and administered "a shot based on the meter reading." According to the meter memory, she obtained a 57 mg/dl at 9:49 am and 184 mg/dl at 3:44 pm. She was found sweating profusely, out of it, and feeling hot. Her husband contacted the paramedics due to her appearance. Upon their arrival, a result of 10 mg/dl was obtained on her meter. She was transported to the hosp where she was treated with a bread roll and juice. The pt was unable to specify whether the paramedics tested her on their meter, if they administered treatment during transport to the hosp, and results obtained at the hosp. She was released from the hosp five days later. She started testing with the reported meter 2 days later and obtained a result of 0 mg/dl, which prompted her to call lfs. The customer care advocate discovered that the pt had been using test strips that had expired in june 2004. The pt had also been cleaning her fingers with alcohol and had never cleaned her meter. It would have been helpful to clarify her blood glucose readings from the day of concern, whether the meter date/time was set correctly, her medication regimen, testing frequency, how long she had been using the expired test strips, where she obtained the expired test strips, her diet, results obtained on the ems meter, treatment administered by the ems, result obtained at the ER, and diagnosis. This complaint is being reported due to the following conclusion: the pt alleges obtaining false high results. During the call, she stated her test strips had expired in june 2004; use of expired test strip may contribute to inaccurate readings. She alleged administering insulin based on the meter reading and developing symptoms consistent with being hypoglycemic; a hypoglycemia reading was obtained on another meter.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the result in a supplemental report.